Manufacturer narrative:
The date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the light-emitting diode light was not glowing during preparation for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.